Event description:
It was reported leakage, completed with same like product, no further info is available. There was no pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.